Event description:
Patient presented with an indwelling permanent cordis trapease inferior vena cava (ivc) filter. On imaging this filter was noted to be fractured in multiple places. Additionally, due to the fractured ivc filter the patient had developed significant ivc thrombus and lower extremity thrombus which required extensive intervention and treatment to restore blood flow and stent placement.